Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(4). A lot number could not be confirmed for this incident and without this information we are unable to determine which is the correct 510k number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 3ml ll 200 s/c was damaged. The following information was provided by the initial reporter: material no. 309657, batch no. Unknown, (provided m529932). It was reported that the syringe was bent. Caller reported a bent syringe on 10/19/20 .number of occurrences: 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? - yes, sample is available for investigation. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further follow up is required.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10

Event description:
It was reported that syringe 3ml ll 200 s/c was damaged. The following information was provided by the initial reporter: material no. 309657 batch no. Unknown (provided m529932) it was reported that the syringe was bent. ¿ caller reported a bent syringe on (B)(6) 2020 ¿ number of occurrences -1 ¿ did the caller insert the needle into the cartridge and encounter fill resistance? - no ¿ did issue cause any injury? - no ¿ did customer require medical intervention? - no ¿ is product manufactured by bd? - yes, sample is available for investigation. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further follow up is required.